Event description:
Case description: investigation result: novopen® echo® - batch unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission the case has been updated with the following: -investigation result updated. -annex b, c, d, g codes updated. -narrative updated accordingly. Company comment: (B)(6) 2022: the suspected device (novopen echo) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available, no batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Patient's underlying medical condition of type 2 diabetes mellitus is a confounding factor for the development of hyperglycaemia. H3 continued: evaluation summary: novopen® echo® - batch unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.

Event description:
Patient had a glucose reading of over 500 mg/dl [blood glucose increased] patient not getting medication [device delivery system issue]. Case description: this serious spontaneous case from the united states was reported by a consumer as "patient had a glucose reading of over 500 mg/dl(blood sugar increased)" with an unspecified onset date, "patient not getting medication(device delivery system issue)" with an unspecified onset date, and concerned a female patient ((B)(6)) who was treated with novopen echo (insulin delivery device) from (B)(6) 2020 for "device therapy". Current condition: type 2 diabetes (duration was not reported). Treatment included - insulin aspart flexpen(insulin aspart) on an unspecified date patient's blood glucose reading was over 500 mg/dl due to patient was not getting medication from the novopen echo. The patient received 2 units of insulin aspart flexpen and recovered. Batch number of novopen echo was requested. Action taken to novopen echo was reported as no change. The outcome for the event "patient had a glucose reading of over 500 mg/dl(blood sugar increased)" was recovered. The outcome for the event "patient not getting medication(device delivery system issue)" was not reported.